Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The endoscopic image failed. Due to a faulty charge-coupled device, the zoom and focus were not working during depression of the switches. Additionally, switches one (1) and three (3) were not working and there was air/water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the high-definition autoclavable camera head presented a b30 error message. Additionally, the focus and zoom functions were not working. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a leak was detected in the cable from which fluid seemed to have entered. This fluid caused the charged coupled device unit malfunction. The specific root cause of the leak unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.